Event description:
It was reported that during a minimally invasive procedure at l5-s1, the surgeon was using the t-pal spacer applicator handle and the ball bearings kept falling out while it was on the back table. The ball bearings were put back into the instrument so it could be used. While removing the last trial spacer, the slap hammer broke and flew across the or. No one was injured by the hammer. The surgeon used a vise grip and a mallet to remove the last trial. The procedure was completed and the patient was discharged the next day.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The manufacturing evaluation visual evaluation revealed the returned oracle slap hammer slide had some dings and slight scuff marks, the shaft had the threaded tip broken off, deep scratches along the shaft, and scuff marks, the adapter had the threaded shaft tip broken off inside and exhibits slight scuff marks the product development event evaluation revealed the slap-hammer has been in the field for one year. The end of the slap-hammer that attaches to another instrument is threaded and pinned. The thread is (B)(4) and the diameter of the pin is (B)(4). Based on the condition of the returned device, the evaluation, and the reported event, the cause is unable to be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4).